Event description:
It was reported the case is cracked and connectors are not securing to leads. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the output connector locks were broken and the lower case was broken. It was also noted that one bail cover and ring cover were broken and the battery contacts were compressed.